Event description:
It was reported that (1) sw100, (5) sw110, (1) lcsb5 and (2) 350l were used during a lap nissen fundoplication procedure. It was reported by the rep the first and second use of the suture assistant was fine. On the 3rd use the suture appeared to be loosely tied and the knot didn't appear secure. The surgeon cinched it down and used it two more times after getting the same results. The surgeon opened another device to finish the case and during this noticed that all of the ethibond from the suture assistant had broken or the stitches came untied. This happened with the third, fourth and fifth cartridge. The lcsb5 stopped working and gave a solid tone on the generator mid way thru the case. Another lcsb5 was opened and worked fine to finish the case. Two 5mm trocars leaked gas profusely and had to be replaced to finish the case.